Event description:
It was reported after the case the micro drill medium straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred after the case at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported after the case the micro drill medium straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred after the case at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found to be affecting the components including the driveshaft assembly. The device was discarded by the manufacturer.